Event description:
Concern has been raised at clinic, and other clinic hospital sites about b-d empty parenteral syringes used for compounding sterile products. On the 5 ml and 10 ml syringes, the b-d logo has a box around it, and the top of the box can be confused for a volume marking. This could lead to drawing up volumes exceeding the 5 ml or 10 ml intended volume. Interestingly, the b-d logo on the 20 ml, 30 ml, and 60 ml syringes does not have a box around it. It would seem reasonable to use this same logo format on the smaller volume syringes in order to avoid inaccurate doses. I will contact b-d with this suggestion as well. (B)(6), access number: (B)(4).